Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix's operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirms the right common iliac artery (rcia) occlusion within the afx stent complaint. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that kinking of the distal main body also occurred. The kinking was discovered during a review of the computed tomography (CT) scan dated (B)(6) 2024. The complaint is most likely user related. The contributing factor for the reported rcia occlusion is likely the combination of an off-label iliac anatomy and cautionary use with moderate calcification. The afx main body at the bifurcation is kinked in the aorta, which measures 10.9 mm, obstructing the blood flow to the rcia and causing the occlusion. Procedure-related harm for this complaint cannot be determined. The final patient status was reported to be stable post-secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implantation of an afx2 bifurcated stent graft and a gore (non-endologix) cuff. This case is outside the indications of use (off-label) due to the combination of afx with gore devices. Approximately four (4) months after the initial procedure, the patient presented with a right limb occlusion. Reintervention was completed with the implantation of a bare-metal stent in both limbs. The patient was discharged in stable condition.